Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 1,100 to 12 mcg/day. The reason for use was intractable spasticity and cerebral palsy. It was reported that the hcp was suspecting a ¿catheter or pump malfunction problem, but are not totally sure about that.¿ the suspected catheter issue started in the ¿beginning of (B)(6)¿ 2018. The caller thought about doing a catheter dye study but because the normal pump battery longevity is almost depleted they want the pump programmed to off state for now. The caller thinks the increased spasticity began for this patient a couple of months after the pump was implanted ((B)(6) 2012). The patient¿s family said the drug infusion system has never been helpful except for the first 2 months post-surgery/pump implant ((B)(6) of 2012). The patient recently moved and the patient was inherited where the intrathecal baclofen (itb) dose was 1,100 mcg/day but the patient was still quite spastic so they administered oral baclofen and the patient responded well to that per caller. They have been titrating the itb dose down. The pump is currently programmed to minimum rate mode. The patient is in the hospital for another medical reason and they are still currently treating the patient with oral baclofen. Pertinent information was reviewed per the caller's inquires and they were emailed the pump off password form per his request. There were no further complications reported/anticipated.

Manufacturer narrative:
Device code c62955 updated to c53269. Eval code-conclusion 92 updated to 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-jul-03 stating that he received a letter about a pump issue with a patient, a young lady who was quadriplegic. He stated that the patient was admitted to hospital with a terrible lower extremity wound infection. He stated that she was in the hospital to be healed, and he was contacted for pump management for pump that was originally placed in (B)(6). He stated that the patient was assessed, and her tone was extreme in the lower extremities. He stated that they interrogated the pump and dosing was around 1100. He noted that it didn't seem that with a dose that high the tone should be that bad. He also stated that they knew the pump would have to come out within a few months because it was reaching eol (end of life), and they put the patient on mild oral baclofen 10mg twice per day. They noted that the patient responded immediately, which made them think the pump wasn't delivering adequate medicine. He stated they felt that the catheter was the issue because pump seemed to be working based on interrogation. They weaned the patient down from pump over several weeks and controlled her symptoms with oral baclofen. He noted that they didn't do a catheter trial or bolus because of other medical issues and she was controlled on oral medicine. He stated that they took it down and ultimately cut the pump off with the manufacturer¿s help as the battery was about to die within 2-3 months, and that way they wouldn't have to mess with the refills. He stated that the event happened over a period of weeks in (B)(6) and (B)(6) of 2018. He noted that the current status of the pump was that it's still there but is currently off. He further noted that he pump was not a primary concern, and that it would have to be explanted in a few months when the patient's acute status is better ascertained. There were no further complications reported/anticipated. Additional information was received from a business partner on 2018-jul-06. It was learned the patient was caucasian. Additional his tory included quadriplegic cerebral palsy (gmfs5), a trach (tracheostomy), and a g-tube (gastrostomy tube). The initial start of lioresal was 6 + years ago and the itb (intrathecal baclofen) dose was approximately 1100 g/day with ma (modified ashworth) 3+ tone in lower extremities. The patient had increased spasticity for several years. ¿3+ tone in lower extremities; tone worsened.¿ providers continued to increase the dose without assessing the pump integrity. In (B)(6) of 2018, the pump was last filled. On an unspecified date, the physician had been asked to consult on the patient for tone issues. The patient responded very well to oral baclofen. The plan was made to continue oral medication and wean down the itb dose as the pump would need to be replaced in a few months anyway. On an unspecified date, over a period of a few weeks, she tolerated the weaning well and tone was managed with oral medications. The itb pump was then shut off. On (B)(6) 2018, the patient was hospitalized for lower extremity wound care requiring wound vac (vacuum-assisted closure). Based on the information presented in the report, the events are assessed as not related to lioresal. The patient was discharged on (B)(6) 2018. She was tried on oral baclofen, and because she responded well, the pump was removed and she continued to be managed on oral baclofen. There were no further complications reported/anticipated.